Event description:
Intera oncology received a complaint report from a surgical nurse on (B)(6) 2025, involving pump serial number (B)(6). When the nurse opened the pump to begin the or pump prep procedure, she noticed the septum on the pump had puncture marks. When they accessed the pump, a residual of less than 1ml was collected in the collection syringe. The clinic confirmed to a representative from intera oncology that they were using the correct non-coring refill needle, tubing, and collection syringe. When the representative of intera oncology walked them through the troubleshooting steps of connecting a 10ml syringe of low dose heparinized saline and injecting 5ml in and letting 5ml come back out. Only 1ml returned into the syringe. The clinic decided to open another pump. The or pump prep for the second pump had no issues.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29089534, was reviewed. The pump was manufactured on june 11, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. According to the clinic, the patient did not experience an adverse reaction other than longer anesthesia time due to the need to troubleshoot and prep a second pump. During manufacturing, the pump septum undergoes different testing that requires a needle to be inserted each time. Therefore, it is expected that the pump septum will display some puncture marks prior to the clinic opening the pump package and performing an implantation. However, to confirm if there was any pump malfunction, the pump is needed for evaluation. Intera oncology shipped a return kit to the clinic and the clinic confirmed receiving the kit. Intera oncology has been in communication with the clinic to obtain the status of the pump return. As of today, the clinic has not responded to our latest communication efforts. Upon intera oncology receiving updated information from the clinic, a supplemental report will be sent to the FDA.

Event description:
Intera oncology received a complaint report from a surgical nurse on (B)(6) 2025, involving pump serial number (B)(6). When the nurse opened the pump to begin the or pump prep procedure, she noticed the septum on the pump had puncture marks. When they accessed the pump, a residual of less than 1ml was collected in the collection syringe. The clinic confirmed to a representative from intera oncology that they were using the correct non-coring refill needle, tubing, and collection syringe. When the representative of intera oncology walked them through the troubleshooting steps of connecting a 10ml syringe of low dose heparinized saline and injecting 5ml in and letting 5ml come back out. Only 1ml returned into the syringe. The clinic decided to open another pump. The or pump prep for the second pump had no issues.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29089534, was reviewed. The pump was manufactured on june 11, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. According to the clinic, the patient did not experience an adverse reaction other than longer anesthesia time due to the need to troubleshoot and prep a second pump. The pump was received at intera oncology headquarters on june 9, 2025, after decontamination. On june 18, 2025, the pump was inspected. Investigation of the returned device could not replicate the failure modes alleged by the customer. Visual inspection showed normal signs of punctures during manufacturing, no issues were noted accessing the pump septum using either a refill needle or special bolus needle. Syringe was used to fill pump using 5 in/5 out method and performed normally. A special bolus needle was used to bolus the pump without issue. There is no indication of an issue with the septum or with the pump.